Event description:
The complaint was flagged for having the "service needed" prompt present itself upon startup. The pump was hooked up to a charging bracket and the power was cycled in an attempt to replicate this initial complaint. Upon start up, the pump was experiencing pneumatic issues and thus triggered both indicator lights to flash red and for the "service needed" message to present itself. Logs were pulled to for the most recent failure condition and they indicated that valve 6 was not functioning properly. The pump was disassembled and an inspection of the valves and its connectors was performed. It was discovered that the pneumatic valve connector was not fully installed into the j41 connector on the main pcba. The portion of the connector that was not fully seated is where valve 6 connects to in the harness. This pump did go through the set ID/bubble detector recall process, so it was likely that the connector was not fully seated and was able to pass testing but then became dislodged over time due to not being fully connected. With the connector fully installed the pump was reassembled and then tested using the final acceptance testing procedure. The pump was able to pass testing with no signs of errors. The pump was then power cycled again to see if any further error messages would presented. During the second start up process, the pump issued an alarm with both indicator lights flashing red and the "service needed" error message presenting itself. Logs were pulled again to help identify the new issue. Upon review of the new logs it was determined that the som was locking up during the start up process and thus causing the pump to not function properly.

Event description:
Customer reports the following: "biomed reported pump alarm, "needs service". No patient harm. Waiting for biomed to power on pump to download logs. Logs attached on 27-jul-2023" preliminary review indicates that there was a cam failure that delayed an active infusion. This is being reported due to the referenced technical issue; no adverse effects reported. More information is needed to complete the investigation.